Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that a smiths medical portex® bivona® tts¿ tracheostomy tube was inserted into a patient but balloon collapse occurred. It was reported that upon balloon inflation, only one side was inflated and the other half was stuck to the tube. Subsequently, another tracheostomy (trach) tube was changed out. It was noted that a pre-use check was performed in the operating room prior to start with no issues. There were no reported adverse effects.

Manufacturer narrative:
One pediatric tracheostomy was returned for evaluation. Device underwent functional testing, however no leakage was observed. Additionally, the samples were filled with water and visually inspected to detect for leakage, but customer's complaint was unable to be confirmed.